Event description:
It was reported that during a routine follow-up, noise was observed on the ventricular lead. The noise was detected as vf and the patient received inappropriate antitachycardia pacing therapy. Fluoroscopy revealed suspected externalized conductors. The lead was explanted and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.